Event description:
End user stated that the seal on the right motor is leaking. End user stated there were no injuries nor any issues of abandonment associated with the incident. End user stated he purchased the unit second hand.